Event description:
The patient reported aligners are causing a tooth to chip. Patient also noted the jaw clicks, aches, and feels tight when eating chewy foods or when eating too fast causes jaw to click, ache, feels tight, and sores are present in the side of the cheeks.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.